Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and the instrument was found to have damage of the conductor wires insulation at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The fenestrated bipolar forceps instrument was found to have various scratch mark and light material removed on the main tube. The scratch marks measured 0.188-0.093 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer observed the fenestrated bipolar instrument had a wire cable cut. There was no reported injury or harm. The robotic coordinator confirmed the broken cable was found during procedure. It was noted that ports were placed. It was noted that a backup instrument was used to continue. No fragments fell into the patient. No video/image was available for review. No patient demographics available.